Event description:
On (B)(6) 2009, pt reported that the menu button did not respond on his infusion device. Verified the infusion device was in the run mode, but the pt was not connected to the infusion device. Had the patient try pressing the menu button, but the screen remained on the main run display and no beep sounded. Verified that there was no key lock symbol displayed on the screen. Had the pt test the check button, and the infusion device beeped and cartridge volume 154 units displayed. Tested both the up and down arrow buttons and they both beeped and responded. The pt explained that he did have injection therapy to use until the replacement infusion device arrives. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.